Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use it was discovered that the flush had leaked in packaging with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020 at 10; 30, when the patient received indwelling needle sealing tube, it was found that there was fluid in the package bag of the flush, and the other one should be replaced immediately before use.